Manufacturer narrative:
Doctor reports patient who received off-label injections of bellafill between 2018 and 2022 in the temples, cheeks, marionettes, and chin, and subsequently in (B)(6) 2023 developed multiple nodules in all areas. The doctor indicates as of (B)(6) 2025 that medical intervention is required to resolve the nodules, which persist. Doctor states the nodules "are very visible due to the patient being an avid exercise instructor and having almost zero body fat." Doctor also relays that the patient was diagnosed with lymphoma in (B)(6) 2023 (one month after onset of the nodules). The lymphoma was "cured" the following year. The location of the lymphoma is unknown at this time. No further information has been provided after several attempts. Per the bellafill instructions for use: bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Several attempts to reach the patient's doctors to obtain additional information and to confirm medical intervention required. No response at this time. B3: date of event - 08/25/2025: date doctor indicated that medical intervention is required. D4 & h4: two bellafill lots were provided: f181038, UDI: (B)(4), exp 09/01/2019, manufacture date: 05/02/2028. F221035, UDI: (B)(4), exp 10/11/2023, manufacture date: 05/31/2022. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." G3: date received - report indicating medical intervention is required received from the doctor on 08/25/2025.

Event description:
Doctor reports patient who received off-label injections of bellafill between 2018 and 2022 in the temples, cheeks, marionettes, and chin, and subsequently in (B)(6) 2023 developed multiple nodules in all areas. The doctor indicates as of (B)(6) 2025 that medical intervention is required to resolve the nodules, which persist.